Manufacturer narrative:
The fse was notified by biomed that unit had an error and needed to be looked at. The fse evaluated the unit and was unable to duplicate error. Tested ECG trigger and equipment functioned as intended. Calibration, safety, and functionality checks completed per the service manual and passed to factory specifications.

Event description:
It was reported that during pm, performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) ECG trigger would not work. There was no patient involvement